Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on stored ventricular episodes. The health care professional (hcp) inquired whether the oversensing represented true noise or electromagnetic interference (emi). Technical services (ts) suspected emi, as noisy signals were observed on all channels; however, due to a similar occurrence on a separate date, a lead-related issue could not be ruled out. The oversensing resulted in a three-second pause. All right ventricular (rv) lead measurements were within normal limits. Ts recommended to perform isometric testing during an in-clinic evaluation. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on stored ventricular episodes. The health care professional (hcp) inquired whether the oversensing represented true noise or electromagnetic interference (emi). Technical services (ts) suspected emi, as noisy signals were observed on all channels; however, due to a similar occurrence on a separate date, a lead-related issue could not be ruled out. The oversensing resulted in a three-second pause. All right ventricular (rv) lead measurements were within normal limits. Ts recommended to perform isometric testing during an in-clinic evaluation. No additional adverse patient effects were reported. This crt-d remains in service.